Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in mildly tortuous and severely calcified right superficial artery. After a non-boston scientific (bsc) introducer sheath was inserted and the lesion crossed with non-bsc guidewire. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The device crossed the lesion and initial inflation was performed at 6 atmospheres in 10 seconds; however, the balloon ruptured at the middle part. The device was removed without any problem and the procedure was completed with non-bsc device and good dilation was obtained. There were no patient complications nor injuries reported and the patient condition was good.